Event description:
Customer called in to report that she had high blood glucose of 400 mg/dl and the insulin pump is alarming button error. Customer stated that she changed the battery, but the button error did not stop. Customer stated that she had high blood glucose for 3 days and she had to use manual injection to bring the blood glucose down. Troubleshooting was performed per specifications. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, cracked lcd window, cracked reservoir tube window, and cracked case reservoir tube window corner.